Manufacturer narrative:
(B)(4). The device was returned of analysis. During device analysis, the following were observed. The balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. No issues were noted with the tip or blades of the device. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon material at 1 mm distal to the distal end of the distal markerband extending to the proximal end of the proximal markerband. The catheter shaft has no kinks or damage were noticed along the shaft of the device. No other issues were noted during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20july2015. It was reported that the balloon failed to inflate. A 10/3.00 flextome cutting balloon monorail was selected to target lesion. It was noted that the balloon would not inflate to nominal pressure. The procedure was completed with a different device. . No patient complications were reported and the patient's condition is fine. However, device analysis revealed a balloon longitudinal tear.